Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed the main anchor was still attached as manufacturer intended. The distal tip anchor plug has become broken as reported. The device shows no visible signs of damage. A functional evaluation reveals the device could function, but would not function as intended due to distal tip anchor plug broken. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during arcr procedure, the distal anchor broke when the suture was passed through the eyelet. The broken piece was removed from patient body. It is unknown if it was necessary to drill anew bone hole to use the backup device. The procedure was completed with a back-up device. 5 minutes delay, no patient complications.